Event description:
It was reported that the patient underwent a coronary stenting procedure to treat a target lesion in the distal right coronary artery (rca). A 6 french non-abbott guide catheter was advanced, along with a 6 french non-abbott guide catheter extension and an extra sport guide wire. A 4.0 x 12 mm non-abbott stent delivery system was advanced and the stent deployed at the target site. Post deployment, a perforation was noted. Two 10 minute non-abbott dilatation catheter balloon inflations were performed as treatment. An echocardiogram was performed and noted no effusion. The 3.5 x 16 mm graftmaster rx was then advanced; however, the graftmaster was unable to advance around the arch of the guide catheter and was removed. It was felt that the difficulty advancing was possibly due to the non-abbott guide catheter extension. The guide catheter extension was removed and the graftmaster was re-advanced; however, it was still unable to advance and became kinked. The shaft of the graftmaster then separated while in the guide catheter. The guide catheter, guide wire and graftmaster were then removed as a single unit, with no portion of the graftmaster remaining in the patient anatomy. The perforation was noted to be sealed and no additional intervention was performed. The patient is in stable condition. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: extra sport guide wire; guide cath: 6 french medtronic launcher; other: guideliner guide catheter extension. (B)(4) - re-insertion. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.